Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjo hospital equipment (B)(4) on behalf of the importer (B)(4). Two similar events occurred at this facility with the same device. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported that a non-ambulatory resident, using lift for transfer, sustained a femur fracture. It is unknown if this was caused by the floor lift, sling or staff performance, but facility wanted to have the floor lift inspected.